Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventralex (device #1) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove the previous ventralex patch" however no specific device failure is specified. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard ventralex (device #1) implanted on (B)(6) 2015. An additional emdr was submitted to represent the bard ventralex st (device #2) implanted on (B)(6) 2017. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of a umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number 0010301, lot number huzc1880 (device #1) was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and remove the previous ventralex patch. As reported, the patient then received another bard/davol ventralex st, lot number huav1286 (device #2). It is alleged that the patient "anticipates the need for further repair surgery as of this date." As alleged, the patient was injured severely and permanently by the ventralex implants and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of a umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number 0010301, lot number huzc1880 (device #1) was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and remove the previous ventralex patch. As reported, the patient then received another bard/davol ventralex st, lot number huav1286 (device #2). It is alleged that the patient "anticipates the need for further repair surgery as of this date." As alleged, the patient was injured severely and permanently by the ventralex implants and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was dissected sharply and then opened at the level of the fascia. A small ventralex mesh (device #1) was used and secured to the fascia.¿ on (B)(6) 2016 to (B)(6) 2016 - patient had multiple hospital visits and was diagnosed with recurrent umbilical incisional hernia and pain. On (B)(6) 2017 - patient was diagnosed with recurrent umbilical hernia thereby underwent robotic assisted laparoscopic repair with the implant of ventralex st (device #2) and removal of mesh (device #1). Per operative notes, ¿adhesions were taken down. The ventralex mesh (evice #1) in the hernia was dissected out. The hernia sac was dissected out and removed. A ventralex st mesh (device #2) was cut the tail off, inserted into the abdomen and placed up against the abdominal wall.¿ on (B)(6) 2017 and (B)(6) 2017 - patient visited hospital and noted that the wound was healing well. Attorney alleges that the patient had adhesions, bowel obstruction, hernia recurrence, pain and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventralex (device #1) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove the previous ventralex patch" however no specific device failure is specified. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date) this supplemental emdr represents mesh ¿ ventralex (device #1). An additional supplemental emdr was submitted to represent ventralex st (device #2) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.